Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced lower back pain, sciatica, dyspareunia, bleeding, mesh erosion and stress incontinence. An excision of mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report